Manufacturer narrative:
(B)(4). Reported event of glenoid wear could not be confirmed based on condition of returned device, however revision of the components was confirmed through product received and medical records received. Humeral stem was not returned for evaluation, as it was not revised and remains implanted in the patient. Radiograph review noted: there is no obvious indication of posterior wear on these images. There does appear to be, however, possible loosening of the glenoid plate with lucency seen along the superior aspect of the glenoid plate on multiple images. Visualized portions of the humerus demonstrate osteopenia. Normal bone mineralization of the glenoid. The central peg appears to be intact. Radiolucency along the stem of the humeral component could indicate loosening. The implants themselves are appropriately positioned and aligned as expected. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a total shoulder arthroplasty revision approximately two (2) years post-implantation due to posterior glenoid wear and pain. Pre-revision office notes further note that the patient was experiencing some instability and a "slipping" sensation likely due to the patient's soft tissues. Patient was converted to a reverse total shoulder with a custom made glenoid component.